Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received vibratory alerts for episodes of non-sustained lead noise due to oversensing of myopotentials. The device was reprogrammed and the patient was in good condition following the event.